Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a shaft broke occurred. Vascular access was obtained via radial artery. The eccentric and de novo target lesion was located in a mildly tortuous left circumflex artery with a significant bend between 45 to 90 degrees. A 6mm x 5.00mm nc quantum apex balloon catheter was used to dilate the lesion. During inflation, the balloon shaft was broken. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a nc quantum apex balloon catheter with no original packaging or other devices. There was contrast in the guidewire lumen. The balloon was tightly folded. The hypotube was fractured 81cm from the strain relief. The hypotube fracture surfaces were oval, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft broke occurred. Vascular access was obtained via radial artery. The eccentric and de novo target lesion was located in a mildly tortuous left circumflex artery with a significant bend between 45 to 90 degrees. A 6mm x 5.00mm nc quantum apex balloon catheter was used to dilate the lesion. During inflation, the balloon shaft was broken. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.